Event description:
It was reported that following placement of a flexima drainage catheter the catheter broke. The 8f locking catheter was in a renal cyst. The nurse did not unlock the catheter prior to pulling on the j loop and the catheter broke off. The pieces were so deep in the patient anatomy it was decided to leave them there. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that following placement of a flexima drainage catheter the catheter broke. The 8f locking catheter was in a renal cyst. The nurse did not unlock the catheter prior to pulling on the j loop and the catheter broke off. The pieces were so deep in the patient anatomy it was decided to leave them there. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection showed only one section of the device was returned, it is broken approximately at 19 cm from the heat shrink. Additionally the suture was found broken. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause is user error as the dfu states: "caution: do not attempt to remove catheter prior to unlocking pigtail." (B)(4).